Event description:
The user reported the device's battery was completely dead when the device was retrieved for patient use. The patient did not survive. The device passed a battery insertion test with a known good battery after the patient use event.